Event description:
This rv lead was implanted on (B)(6) 2013 and remains implanted at this time. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). A call to patient services on (B)(6) 2013 states that patient felt muscle stimulation soon after implantation. The settings for the lead were changed from 4 ->2-> 1 but still feeling a violent spasm near her rib cage which last about 20 seconds. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).